Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received medical treatment for hyperglycemia while using the infusion device. The reporter alleged the infusion device caused the elevated blood glucose levels. The patient's blood glucose result was "hi" mg/dl on the patient's blood glucose monitor. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient went to the diabetic specialist and was treated with "triple amount of insulin". The patient's basal rate was also adjusted. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.